Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was crimped on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured 3 or more hours after insertion. The infusion set was in use for less than one day. The site of insertion was upper buttocks. No further information available.